Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the tower door failed. Field service engineer found that there was no issue with tower door, however the engineer applied grease to all the latches. The system functioned as intended after the field service engineer serviced the device. E.1. Initial reporter email address: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.